Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that there is a patient with an abg prosthesis implanted and the stem has broken. The surgeon noted that the prosthesis was implanted around 16 years ago.

Manufacturer narrative:
An event regarding periprosthetic fracture involving an abg stem was reported. The event was confirmed. Method and results: device evaluation and results: not performed, device was not returned. Medical records received and evaluation: a medical review was performed and indicated on review of the x rays that "extensive osteolysis in the proximal femur, bit medial and lateral sections while the lesser trochanter has fractured off the femur. Distal bony fixation of the lower stem half." The clinician concluded: "cup malposition in absent anteversion has contributed to impingement and/or overload in the bearing causing a ceramic head fracture." Conclusions: a medical review was performed and concluded "cup malposition in absent anteversion has contributed to impingement and/or overload in the bearing causing a ceramic head fracture." There further indicated that there was no evidence of a device related issue. No further investigation is possible at this time. If device details, return of the device and / or additional information become available, this investigation will be reopened.

Event description:
The surgeon reported that there is a patient with an abg prosthesis implanted and the stem has broken. The surgeon noted that the prosthesis was implanted around 16 years ago.